Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed within the investigation window. The probable cause was determined to be a stale start command which led to an early sensor expiration. The reported event of an unknown sensor error is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.